Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The de novo lesion was located in the moderately tortuous right coronary artery (rca). The lesion was 99% stenosed and severly calcified. The apex monorail 15mm x 2.50mm balloon was advanced to the lesion for predilation. However, upon inflation, the balloon ruptured. The number of inflations, inflation time, and atms are unknown. The balloon was removed from the pt intact. A taxus drug eluting stent, which the size was unspecified, was implanted successfully. No pt injuries or complications were reported. The pt's status is reported as "good".